Event description:
A vns patient's mother reported that her son was implanted with their vns in (B) (6) 2009. It was reported he began experiencing muscle spasms on his left side near the generator, pain at the generator site, and headaches. It was reported to be constant and did not occur with stimulation. The patient had been on muscle relaxers and narcotics for this pain, and having physical therapy. The patient's treating physician's office at the time did not believe their pain events were related to their vns and were muscular in nature. The events did not start after any programming change, patient fall or injury. The patient was at low settings, related to their tolerability to the stimulation. Diagnostic testing on the device was within normal limits, ruling out a device malfunction as a cause of their pain events. The patient had their vns explanted related to their pain events and good faith attempts are being made to have the explanted product returned for product analysis.

Event description:
The patient reported online with relation to the vns that he now (after explant) had a compromised digestive system and also spasticity in multiple muscle areas and connective tissues. He reportedly had threatened to remove the vns himself if the physicians would not. No further relevant information has been received to date. The suspect device has not been received to date.